Event description:
The account alleged the bed exit will not alarm. No pt impact.

Manufacturer narrative:
The account changed the tet port cable and the left side rail but the issue remains. No further info is available on the repair of the bed at this time.